Event description:
The customer reported to baxter (B)(6) of an anti-reflux pca y-set that was leaking. At the time of the problem it was reported that an unidentified female patient was connected to the device while in the theatre. The solution is unknown. A section of the sample will be decontaminated and returned for evaluation. No patient injury or medical intervention associated with this event. No other information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. A trend review was performed and found similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample is reported to be available, but has not yet been received for evaluation. If additional information or samples become available, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.